Event description:
Allegedly, eprd reported 11 new complications for evolution® nitrx tibial tray including monobloc revision (3 infections, 2 loosening, 3 other, 1 unknown, 1 dislocation and 1 fracture). No further information was reported. This incident is capturing 3 infections.

Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was made aware of revisions for infection from a german registry report (eprd). Specific information for each event is not available. Infection is a known risk of any surgical procedure. Trending reveals an occurrence level increase for infection for evolution® tibial bases as a result of the spike in incidents. There is insufficient information available to perform any further investigation.